Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited unsatisfactory capture threshold. The rv lead was not used and replaced on (B)(6) 2026. There were no patient consequences.